Event description:
Procedure type: hernia. According to the reporter: the ring with air deflated and slipped away into the stomach, where it ended up on the bladder. Prior to, there was a lot of co2 deflating out of the air valve. Unanticipated tissue loss? No. Was there any irreversible tissue damage as a result of this problem? No. Unanticipated extension of the incision by more than one inch? No. Unanticipated blood loss of 500ccs or more? No. Was surgical time delayed by more than 30 minutes due to the product problem? Yes. If yes, did this delay in surgery affect the patient in any way such as extension of the hospital stay? And explain. No, but it took a lot of surgical time to find the ring. Device fragment of component falling into the patients cavity? Yes ( if yes what component)? You an see on the photograph device fragment left in the patient? No.

Manufacturer narrative:
(B)(4).